Event description:
The customer reported that the system displayed multiple errors, froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions pcb, filament driver pcb, generator interface pcb battery, and power cap module were evaluated and replaced. The system was tested and found to be working as intended and returned to service.